Event description:
Additional information received reported the patient underwent a lead revision because the leads had down. The health care provider (hcp) moved the leads down one vertebral body to the bottom of t9.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was receiving effective therapy.

Event description:
It was reported that the patient had a fall. Impedance testing was performed and electrodes 6 and 7 were showing impedances lower than 50 ohms. If the patient turned their stimulation on it induced nausea. An x-ray of the device and leads was scheduled to see if the leads had migrated. The cause of the impedance issue was unknown. The manufacturer representative had not seen the patient since the x-rays were taken. It was unknown if the patient was receiving therapy at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).